Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/11/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. The lens was not returned only the delivery system was returned. The plunger was observed fully advanced and locked. No damage was observed. Inspection was performed at 10x microscope where it was observed that there was no lens inside the device. The customer's reported complaint cannot be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted."

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a scratch on it during insertion into the eye. There was patient contact. The surgeon had to cut the iol out. No additional information was provided to abbott medical optics.